Event description:
Received vague report from biomed about pca not delivering properly with some confusion about whether pendant was connected. Nurse reported pt came from surgery at 9 pm and was successfully given 1 pca dose. Complained of pain during the night and at end of night shift nurse noted no med had infused, although unsure if either nurse or pt had pressed for a dose during the night. Device was programmed for pca only. No pt harm was reported and additional details about event and pt were requested but not provided. Device received but has not yet been investigated. F/u report will be filed when investigation is completed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.